Manufacturer narrative:
The MFR did not receive devices or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add¿l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient received a fitmore hip stem b ext. Offs., size 5 on (B)(6) 2012 and experienced pain after one month. On (B)(6) 2013, the patient then underwent a revision surgery due to increased pain.